Event description:
The above pt was status post coronary artery bypass surgery of 9/9. Two right atrial (2) right ventricular pacer wires were placed during the 9/9 surgery. The pt was taken back to the or on 9/13 for aaa repair. The pacer wires were pulled at the beginnning of the case. Near the completion of the case, the pt experienced hypotension. Subsequent to this, the pa catheter had been re-positioned. Following a 2nd severe episode of hypotension, CPR was initiated and the chest cavity upon entering was an opening in the right ventricle.